Manufacturer narrative:
(B)(4). The customer returned 33 samples for evaluation from lots 11a30v061m and 11d05v035. A visual inspection was performed and no defects were found. Of the samples returned, 11 were gravity tested under water at 0.56bar for leaks. Nine samples did not leak and two samples were not able to be tested as they were blocked by solvent. The reported problem was not confirmed. As an immediate action following the complaint reported by the customer, a conference call was made with the marketing to learn more about the junction of leak reported by the customer during the use of product and mentioned that the device is to be used only for gravity. A batch review was conducted for both lots and no issues were found related to the reported condition during the manufacturing process. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.

Event description:
A customer reported to baxter (B)(4), a control-a-flo extension set in which a leak was observed. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.